Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned severed into two segments. Inspection of the electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged approximately one month post-implant. The dislodgement was suspected to be caused by the patient's physical activity. There were no patient symptoms or discomfort reported with this issue. A revision procedure was performed, where the lead appeared to be adhered in the device pocket such that the lead had to be cut and removed. A new lead was implanted to complete the procedure. The explanted lead was expected to be returned for analysis. No adverse patient effects were reported.